Event description:
It was reported from (B)(6) that during pre-surgery, while the nurse was setting up for a case, it was observed that the small battery drive device did not work at all and had a distinct burnt smell. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run and had a distinct burnt smell. Therefore, the reported condition was confirmed. It was further reported that the electronic control unit (ecu) had no power, the coupling head was worn, the upper trigger was sticky, and the internal components were corroded. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.